Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. No alarms were observed in pod data. Data indicates there was no struggle to deliver insulin.

Event description:
It was reported the patient¿s blood glucose level reached 303 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the cannula was possibly not inserted correctly into the infusion site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.